Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that nocturnal seizures were experienced from the patient's mid-30's until the patient's mid-60's. The patient reported that the seizures no longer occur at night and instead the seizures occur during the daytime every few weeks. No other relevant information has been received to date.

Event description:
Patient reported that the change from nocturnal to day seizures occurred in 2014 prior to device implant.

Event description:
Patient identifying information was received.